Event description:
It was reported that the physician planned to reposition this left ventricular (lv) lead due to dislodgement. However, the lead was found to be contaminated, so the physician requested a new lead instead. This lv lead was surgically explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the physician planned to reposition this left ventricular (lv) lead due to dislodgement. However, the lead was found to be contaminated, so the physician requested a new lead instead. This lv lead was surgically explanted and replaced. No additional adverse patient effects were reported. According to the additional information, an x-ray was conducted, but there was no left ventricular (lv) capture observed.